Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03016 & 1627487-2013-03017. The pt received 2 scs extensions with difference lot numbers. It was reported system diagnostics identified invalid impedance values for the scs lead. Subsequently, the pt underwent a revision procedure. During the procedure, it was found the scs extensions were causing the impedance issue. The scs extensions were replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.